Event description:
Report received that when operating on battery power the pump powered itself off with no audible alarm. The device was returned from clinical service with an unsigned note that stated, "when on battery, pump powered itself off. No low battery alarm. When plugged in and powered back on, all settings were cleared." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There was no reported adverse pt event. Though requested, no add'l info was provided.